Manufacturer narrative:
A supplemental and final report will be filed upon the completion of the evaluation and the complaint investigation.

Event description:
The user facility reported during a robotic-assisted laparoscopic prostatectomy procedure the sound reduction cap of this airseal 12mm access port and obturator w/bladeless optical tip was broken into several pieces while taking the clamps in and out through the cap. Some of the broken pieces fell into the surgical site,however all pieces were retrieved. An x-ray was taken before closing the surgical site and successfully completing the surgery. No patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One (1) used/damaged airseal 12mm access port was returned for evaluation. An evaluation and visual inspection of the returned device by the quality engineer verified the reported breakage. In this instance, the damage observed on the device is believed to be use related, the device was passed through the cannula while the reduction cap was attached. The reduction cap was stretched to the point that a piece of the elastomer was torn off. This device is a vendor item and the certificate of conformance indicates that the product from this lot #171-15j met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device shows there have been a total of two (2) similar reports received. (B)(4). The reported problem will continue to be monitored via the complaint system to ensure product safety. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · the user is advised to use caution when inserting a sharp or large device through the cannula. · the user is advised that the cap is optional and may be removed from the cannula at any time during the procedure. · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.